Event description:
It was reported that (1) device was used during a video assisted wedge resection. It was reported by the affiliate that the ez35w instrument firing lever broke. Another instrument was used to complete the case. There was no consequences to the patient. The device was discarded.